Event description:
It was reported that the patient presented via merlin.net transmission. There was capacitor charge time limit reached alert on the implantable cardioverter defibrillator (ICD). Additionally, during a manual check, it was noted that the device exhibited pooping sound and the charge time limit was reached in-clinic. The device was explanted and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
Correction: device code for audible sounds/device popping sounds was missed in the initial report. This report notes the appropriate code.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.